Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and determined that the non-invasive blood pressure (nibp) pump was leaking and required replacement. Based on the information available and the testing conducted, the cause of the reported problem is the nibp pump. The reported problem was confirmed. The brt replaced and calibrated the nibp pump, and the device was returned to the customer. Section e reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the philips intellivue mx100 indicating that the blood pressure values were incorrect. The device was in use on a patient at the time of the event. There was no adverse event reported.